Event description:
"On event date, impedance dropped into 400 ohm range. No performance problems noted, however, lead was replaced (not explanted) 12/12/97. Pt ok."

Manufacturer narrative:
Only a portion of the connector pin section was rec'd. No anomalies were observed with the rec'd portion that would account for the reported low impedance. This MDR report is late due to an administrative error.